Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there were two o-ring's on the pneumatic tap. Customer removed the o-ring's and was able to load a new cartridge and resume insulin. Customer¿s blood glucose level was not adversely impacted.